Event description:
Provider alleged the left and right side have impressions of where buttons used to be or where buttons have been put on but then taken off making it a hole where the button was on the back.